Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary. There was no adverse impact to the customer's blood glucose level.